Event description:
It was reported that the patient presented to the emergency department after a vibratory alert was delivered by the implantable cardioverter defibrillator. An interrogation of the device revealed that the device was in backup operation due to suspected electromagnetic interference from a steel plant and iron ore mine that were high magnetic field environments. The device settings were successfully restored via programming. The patient was stable.